Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Pcb, other/defective. Sieve bed, saturated. Compressor, low output. Defective control panel.complaint was confirmed.the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Pcb, other/defective. Sieve bed, saturated. Compressor, low output. Defective control panel.dealer is stating that the light is not working and unit is alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the light is not working and unit is alarming.